Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens was returned and evaluated. A haptic was torn and bent and there was a clear surgical residue on the lens. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and the lens was torn by the injector. There was no patient contact.